Event description:
The reporter stated that they had responded to a code and, upon opening the edge system/quick-combo pacing/defibrillation/ECG electrode pouch, a set of quik-combo pediatric pacing/defibrillation/ECG electrodes were found inside. Treatment to the patient was continued using the defibrillator's hard paddles. There was no adverse effect to the patient as a result of the reported event.